Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during testing, the pump was found to be excessively noisy. Upon internal inspection, it was noticed that there were loose bearings inside unit. The device was not used on a pt when the event occurred.